Manufacturer narrative:
No device was returned and no photographs were provided for evaluation. A review of the radiographs provided was able to confirm implant damage as the radiopaque markers were not in the correct position/orientation; however, given the radiopaque nature of the device body, the full extent of the implant damage could not be determined. A review of device manufacturing records was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided but is likely the result of excessive use of force or technique. Labeling review: "...warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...." "...take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..."

Event description:
It was reported that during a lumbar spinal surgery an intervertebral spacer broke while being placed in the patient. The broken implant was unable to be removed and was retained in-situ. No further patient impact was reported. No additional information was provided.